Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The housing was cracked and the screen was scratched. No evidence of reported problem in event log was found. During the evaluation of the device, the device was double beeping immediately. The downstream sensor was the cause of the beeping. The downstream sensor will be replaced as well the cracked housing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuously beeping. No reported adverse effects.